Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, a worker's compensation rep, and a manufacturer representative (rep) regarding a patient who was receiving 20 mg/ml morphine at 4.998 mg/day via an implantable pump for non-malignant pain. It was reported that the patient's pump was alarming and was driving him crazy. The alarm was noted to sound like an ambulance and began "almost maybe" a week and a half ago. The pump was beeping every now and then and now it was constantly alarming every 10-15 minutes. It was noted that the patient had not had a refill in a while. The patient was also on narcotics and pain pills. The healthcare professional (hcp) wanted to get the patient off the narcotics and/or just use the pump, however the patient's pain management hcp did not agree with this. It was also reported that the patient was "already swollen up", starting a couple of months ago. His ankles were swollen and maintaining fluid. It was noted the patient was taking water pills. It was later reported that the rep was to assist the hcp in programming the pump to the off state and confirm the alarm. After discussing with the patient's pain management hcp that did not work with pumps, the hcp decided to fill the pump with saline on friday. The patient had an appointment on (B)(6) 2018 to see another hcp that had agreed to manage his pump. The alarm was noted to have been an empty reservoir alarm and had occurred on (B)(6) 2018. No further issues were reported or anticipated.